Event description:
The customer reported the discrepancy with sensors glucose reading versus blood glucose readings. Customer stated that the insulin pump alarmed threshold suspend even if she was not low. Customer's blood glucose reading was 88 mg/dl. Troubleshooting was done. The customer was educated about sensor glucose versus blood glucose readings. No further information provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report 2032227-2014-55589.